Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant during a pre-discharge device check, it was observed that the right ventricular (rv) lead sensing had dropped and the thresholds were unstable. A micro-dislodgement was suspected. The lead was explanted and a new lead was implanted in a different location. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.